Event description:
It was reported that during a scheduled device changeout, this right ventricular (rv) lead exhibited noise due to suspected insulation damage. This lead was subsequently surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.